Manufacturer narrative:
The investigation for the pump stop and the positioning issue has been completed. No product was returned. Data logs were reviewed and no particular trend was seen with pump stop failure. The cause of the pump stop issue was not determined since product was not returned and due to insufficient evidence per logs/clinical. The cause of the positioning issue was most likely use related. H6 impact code 4628.

Event description:
The complainant had an impella 5.5 pump delivered to support a 71-year-old male patient with coronary artery bypass graft surgery (CABG) and mitral valve repair (mvr). The pump was placed but, positioning was poor in location within the left ventricle (lv). The pump was pulled back out and repositioned. The pump was then again placed within the lv and stopped. The pump stop lead to pump explant and replacement.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist section: direct aortic insertion ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿